Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the devices are powering off. There was no patient impact or consequence reported.

Event description:
The customer reported that the devices are powering off. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was found to visually and audibly alarm during alarm conditions. The device was confirmed to be functioning as designed.